Event description:
Additional information received reported that the patient had experienced a previous overdischarge, and the hcp was trying to decide whether to replace the battery at the same time as the lead revision. A manufacturer representative requested that they interrogate the device, but never heard back on additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not feel any stimulation sensation. The lead was "mapped out" and the patient did not feel any stimulation all the way up to 10.5 volts. The reporter stated the lead had likely displaced and as a result the lead was likely going to be revised. An x-ray was order to confirm if the lead had in fact moved, but the results were not provided. The device battery still had charge in it when the device was checked, so the patient was instructed to continue recharging it until the revision surgery. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) - lead model 3776, lot #v019772, implanted: (B)(6) 2007, programmer model 37742, serial #(B)(4), recharger model 37752, serial #(B)(4).